Event description:
It was reported that pacemaker exhibited noise on a non-boston scientific right atrial (ra) lead. The field representative was inquiring about the number of stored atrial tachy response (atr) listings as they thought there would have been more. Technical services discussed how the device will store 10 most recent episodes. Additionally, it was noted that there was an out-of-range ra impedance measurement however, the value was unknown. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. At this time, the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that pacemaker exhibited noise on a non-boston scientific right atrial (ra) lead. The field representative was inquiring about the number of stored atrial tachy response (atr) listings as they thought there would have been more. Technical services discussed how the device will store 10 most recent episodes. Additionally, it was noted that there was an out-of-range ra impedance measurement however, the value was unknown. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. At this time, the system remains in service. No adverse patient effects were reported.